Manufacturer narrative:
(B) (4). (B) (4). Device #1 and #3: part# 12673-05, lot# 87020-6h are being filed under separate medwatch MFR numbers. The device was received. Investigation is not complete.

Event description:
Device #2 issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during needle plunger removal, the device became stuck. The device was removed and two additional proglide devices were attempted, but with the same results. It was not specified how hemostasis was achieved. There were no reported adverse pt effects. No additional information was provided.